Manufacturer narrative:
Additional information: as a result of follow up the serial number of the device was provided. Therefore the following fields were updated accordingly. Serial #: (B)(4). Catalog #: zlb00u0205. Expiration date: 4/13/2020. (B)(4). Manufacturing date: 4/13/2016. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a female patient. The reason for explant of the lens was not provided. The explant was performed without any incident and the lens was replaced with a non amo device. No further information was provided.